Manufacturer narrative:
Device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient ended up in the ICU due to the patient going through withdrawal because the patient was non-compliant. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen 2000 mcg/ml; 900 mcg/day and prialt 2.2mg/ml; 0.1mg/day via an implantable pump. Indication for use was intractable spasticity and cerebral palsy. The date of the event was (B)(6) 2018. It was reported the patient was due for a refill and missed the refill 2-3 weeks ago. Per the hcp, they believe the patient's pump had ran out of drug. The empty reservoir occurred (B)(6) 2018 per the event logs. The patient was non-compliant and was in an altered mental status. The therapy was not intentionally discontinued. The patient was in the intensive care unit (ICU) oriented x3 but hallucinating. On (B)(6) 2018 the hcp planned to refill the pump with a lower concentration to 500 mcg from 2000 mcg and decrease the intrathecal baclofen (itb) dose to possibly 700 ug/day. They will either program a bridge bolus (bb) or do a system content removal procedure per the hcp¿s discretion. The reporter knew to not prime the system as there would still be drug in the tubing and catheter areas with the empty reservoir. No further complications were reported.

Manufacturer narrative:
. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. There was no device issue, patient/therapy issue, or procedure issue. The pump was operating correctly. The pump was refilled with baclofen. The empty pump and hallucinations have been resolved. The patient¿s weight was unknown.